Manufacturer narrative:
(B)(4). Article citation: dilip, mridula, et al. ¿bleb associated xen gel stent endophthalmitis: a case report and review of literature.¿ ocular immunology and inflammation, 2022, pp. 1¿4. Crossref, https://doi.org/10.1080/09273948.2022.2093225. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Through the article, "bleb associated xen gel stent endophthalmitis: a case report and review of literature," reported a patient presented with eye pain, blurred vision, and a flattened bleb, 2 years after xen®45 gts implantation in the left eye. Examinations found visual acuity of hand motion, iop of 31 mmhg, hypopyon in the anterior chamber, dense vitritis, vitreous flare, and partial posterior hyaloid detachment. Treatment was provided as intravitreal vancomycin and ceftazidime along with antibiotics, tobramycin and cefazolin. All cultures returned negative. 1 week later, hypopyon had resolved but vitreous opacities remain. A pars plana vitrectomy was performed for vitritis washout and peeling of preretinal membranes. 6 months later, va was reduced to light perception due to persisting dense inflammatory membranes adherent to the retina, although the media, anterior chamber, and vitreous cavity have remained clear. The device remains implanted.